Manufacturer narrative:
This spontaneous case was reported by a gynecologist and describes the occurrence of device dislocation ('company observer questions position on right side') and pregnancy with contraceptive device ('pregnancy (termination)') in a 42-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "company observer does not think proper protocol followed during hsg" and device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, urinary tract infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: showed satisfactory position with no filling of tubes bilaterally and no spillage of contrast from uterus to peritoneal cavity. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-sep-2019: quality safety evaluation of product technical complaint. No lot number or device sample was received in this case. We have conducted a review of our complaint records and other non-conformant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('company observer questions position on right side') in a 42-year-old female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "company observer does not think proper protocol followed during hsg" and device ineffective "device ineffective". The patient's medical history included asthma, herpes genitalis and depression. Concomitant products included ethinylestradiol;ferrous fumarate;norethisterone acetate (junel fe) from (B)(6) 2014 and medroxyprogesterone acetate (depo provera) from (B)(6) 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, urinary tract infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, urinary tract infection"), depression ("psychological or psychiatric problems/condition: depression") and anxiety ("psychological or psychiatric problems/condition:mental anguish"). On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device ("pregnancy (terminaion)"), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: surgery (other) type of surgery: dilation and curettage. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: the healthcare provider told that the fallopian tubes were blocked. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: real fu was received and there was no significant change in the medical context of case. Reporter and medical history added from mr. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a gynecologist and describes the occurrence of device dislocation ('company observer questions position on right side') and pregnancy with contraceptive device ('pregnancy (termination)') in a (B)(6) female patient who had essure inserted for contraception. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: treatment noncompliance "company observer does not think proper protocol followed during hsg" and device ineffective "device ineffective". On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2014, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant), 2 years 10 months after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), pelvic pain ("physical pain/ pain pelvic area"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, urinary tract infection"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: vaginal, urinary tract infection"), depression ("depression") and anxiety ("mental anguish"). At the time of the report, the device dislocation, pregnancy with contraceptive device, pelvic pain, vaginal haemorrhage, menorrhagia, vaginal infection, urinary tract infection, depression and anxiety outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered anxiety, depression, device dislocation, menorrhagia, pelvic pain, pregnancy with contraceptive device, urinary tract infection, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2011: showed satisfactory position with no filling of tubes bilaterally and no spillage of contrast from uterus to peritoneal cavity. Most recent follow-up information incorporated above includes: on (B)(6) 2019: all information and source document transferred from deletion case. Events, "physical pain/ pain pelvic area, abnormal bleeding (vaginal), menorrhagia infection (bladder/ urinary tract/vaginal) type: vaginal, urinary tract infection, psychological or psychiatric problems condition: depression, mental anguish. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.